Event description:
It was reported that the bd nexiva dual port with q-syte safety mechanism will not disengage from catheter and stuck at the hub. The following information was provided by the initial reporter: during cannulation with nexiva 22 ga, the safety stylet did not come out from the hub.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed an unused and partially retracted 22g x 1.00in. Nexiva unit from lot number 1193064. The end of the tip shield and the needle inside it appear to be bent. Additionally, the grip is slightly angled and does not properly sit on the tip shield. The bent components would prevent the needle from fully retracting and decoupling from the catheter adapter, therefore, your reported issue is confirmed. Although the failure stated in the reported issue was confirmed with the photograph provided for investigation, bd could not establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva dual port with q-syte safety mechanism will not disengage from catheter and stuck at the hub. The following information was provided by the initial reporter: during cannulation with nexiva 22 ga, the safety stylet did not come out from the hub.